Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.